Event description:
The explanting physician's office replaced the ra and lv leads because they were "not functioning" and the device was at "end of life." No additional information is available. Should additional information become available, this event will be updated.